Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin reaction at the infusion site on the abdomen after more than 72 hours of wear. No impact on blood glucose levels was noted. It was reported that the infusion site developed a dry, flaky, red rash at the adhesive area. The patient consulted a healthcare provider on (B)(6) 2026, and was diagnosed with a skin infection. Antibiotics and a steroid cream were prescribed. No additional treatment was reported during the medical evaluation.